Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient's spouse uses the follower app and noted the patient¿s cgm value was 60 mg/dl. She called her husband; however, he did not answer the phone. She returned home and found the patient unresponsive on the couch with his eyes open staring at the ceiling. She administered 2 injections of glucagon and applied glucose gel to his gums, but the patient remained unresponsive. The spouse called emergency medical services (ems) who performed a bg upon arrival which was 20s mg/dl. The patient was treated with IV glucose and regained consciousness. The patient declined transportation to the hospital and ingested a peanut butter and jelly sandwich before ems left. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.